Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred during bolus delivery. System check could not be performed with tandem technical support, as the occlusion alarms occurred in the past. Customer changed supplies or cleared the occlusion alarms to address the issue, and resumed insulin. Customer's blood glucose level was above 240 mg/dl.